Event description:
It was reported the pipeline was deployed and found twisted during procedure. The twist was removed with wire manipulation. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).